Event description:
Boston scientific received information that during a routine implant procedure, the associated cardiac resynchronization therapy defibrillator (crt-d) was unable to be successfully implanted with this chronic right ventricular (rv) lead. The implanting physician was unable to insert the pace/sense portion of the lead into the header of the device. During the attempt, the insulation breached near the terminal pin. The physician cut and capped the pace/sense portion of the lead and implanted a new pace/sense rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.